Manufacturer narrative:
H3. Analysis of the desktop charger (s/n (B)(6) found the cord was frayed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is unknown. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), (B)(4), serial number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient noticed the desktop charger (dtc) cord was frayed prior to (B)(6) 2020 and prevented the patient from charging the implantable neurostimulator (ins). The patient was admitted to the hospital on (B)(6) 2020 due to no therapy and the ins was found to be turned off when the nurse interrogated the device. They got the patient charging over the weekend but they saw an icon on the recharger yesterday, (B)(6) 2020, indicating that the implantable neurostimulator recharger (insr) was having issues. They did not state what it stated. They said that if they hold it flat in place, they are able to charge the patient's device today. Since they were able to turn on the ins, the patient is doing much better today than yesterday. The ins battery is charging up to 50%. A replacement dtc will be sent to the nurse, who will deliver it to the patient. It was also reviewed that the ins cannot be turned off with the recharger because the on/off buttons are deactivated and can only be activated by special steps.